Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 900693.

Event description:
There was an allegation of questionable cholesterol gen.2 results for several patient samples tested on the cobas c 503 analytical unit. One example of discrepant results was provided: the initial result was 4 mg/dl. The repeat result from another c 503 analyzer was 270 mg/dl. The provider questioned the initial result, prompting the rerun. The repeat result was deemed correct.